Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hrs complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2022, the male patient underwent the unknown surgery for distal humerus with the screw in question. Because of his young age, he was fixed with a posterior lateral plate + medial 4.0 ccs (other company). Bone fusion was confirmed and the postoperative removal of internal fixation material was performed on (B)(6) 2023. During the surgery, the products in question became difficult to remove. The surgeon attempted to remove it with a special screwdriver, but the fixation was so tight that the head part was damaged. He drilled the head with a carbide drill 4.0, detached it from the plate and extracted the plate. He attempted to remove the shaft using a halo reamer and hospital-owned extraction forceps, but was unable to do so. He interrupted the surgery and met with the patient's family. After discussing whether to remove the screw by cutting around it further or to leave only the shaft as it was, the latter was decided and the wound was closed with the remaining the screw inside the body. The surgery was completed successfully within 30 minutes delay. As to the cause, the surgeon opined that the screw diameter was too small and may have deflected in the bone, most likely preventing the screw from rotating. He believes that the health hazards are causally related to the product, but he also cites the patient's good bone quality as a possible cause other than the product. Patient is stable. No further information is available. Concomitant details: unk - 90 degree screwdriver (part # unknown, lot # unknown, quantity - unknown), competitor product (part # unknown, lot # unknown, quantity - unknown), unk - reamers: reamer head (part # unknown, lot # unknown, quantity - unknown), unk - extraction instruments: trauma (part # unknown, lot # unknown, quantity - unknown) this report is for one (1) va locks ø2.7 head 2.4 self-tap l40 ta this is report 1 of 1 for complaint (B)(4).